Manufacturer narrative:
(B)(6). Follow up information received on (B)(4) 2015 where by the patient provided her date of birth and indicated it is her left eye (os) that is affected. She stated that after her surgeon noted the intraocular lens (iol) was damaged he attempted to remove it but it ''fell apart'' during this process. An anterior chamber iol (manufactured by alcon) was implanted but it did not fit well (possibly too big?) And she eventually had to have it removed in a 3 hour procedure. Her vision was not good after the procedure and she had to see a retinal specialist to ''clean out the debris'' in her eye. Her cornea was ''retaining water'' so she had a descement stripping endothelial keratoplasty (dsek). Currently her cornea is fine but her vision is blurry, about 20/60 she thinks and was told it will probably not improve at this point. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device manufacture date: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a zcb00 28.0 diopter intraocular lens (iol) the surgeon noticed two scratches and one crack on the device. The lens was removed and replaced with an anterior chamber lens due to a capsule tear that occurred. The patient subsequently developed corneal edema and required a corneal transplant; she has since recovered. The suspect lens was discarded in the field; the serial number is unknown.